Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited an increase in thresholds one day post implant. X-ray shows the lead in good position, cannot confirm that the lead moved. The output was turned up and testing the following day found no issues. The lead was explanted one month later due to fibrotic growth around one of the tines which resulted in intermittent capture.